Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware error. The large focus of the x-ray tube, which is a wearing part, was defective. This led to high-voltage flashovers within the x-ray tube, known as tube arcing. Tube arcing is a side effect of generating x-rays. Negative effects of tube arcing are normally mitigated by the system and managed so that there is no significant impact on the clinical procedure. However, when tube arcing exceeds a certain level, service intervention is necessary. Either the function of the tube can be restored by means of tube conditioning or, if conditioning fails, the x-ray tube must be replaced. The x-ray tube was replaced by the local service organization and the error has not been reported again. Despite all qualitative precautions, such failures, which are technologically induced, cannot be completely avoided. The occurrence rate of the error pattern and the spare parts consumption were checked and a possible error accumulation or even a systematic error, which would lead to a corrective measure, could not be determined by the investigation. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected, prolonged hospitalization of the patient or any other person occurred or could be expected.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis pheno system. During an interventional procedure, the user reported that the tube was defective after only one month of use. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.